Event description:
An elevated troponin I result of 7.0 ng/ml was obtained. The result was reported tothe physician who questioned the result. The test was repeated and a result of 0.01 ng/ml was obtained. Patient treatment was not altered and there was no report of adverse health consequences as a result of the falesly elevated troponin I result. The most likely cause for the falsely elevated troponin I result was intermittent misfiring of the r1 ultrasonic system.